Event description:
On 9/29/97, a nellcor puritan bennett ("npb") employee received info alleging that a npb model n-20 pulse oximeter was displaying oxygen saturation readings of "100 most of the time". The initial reporter stated that there was no pt harm or change in treatment associated with the discrepant readings.